Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 600 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that the low reservoir alarm occurred (B)(6) 2016; the empty reservoir alarm occurred (B)(6) 2016; the patient began experiencing withdrawal symptoms on (B)(6) 2016; and the pump was refilled at the ER (emergency room) on (B)(6) 2016. The patient had missed the pump refill.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider that reported the on call physician had received a call from the patient¿s mother at 8 am on (B)(6) with complaint that the patient was "not acting like himself", had increased lower extremity spasms, has been constipated and appears to be uncomfortable per his non-verbal communication. The patient was given 10 mg oral baclofen at bedtime on (B)(6) 2016 and the physician had recommended additional 20 mg oral baclofen prior to coming to ed (emergency department) on (B)(6) 2016. Per patient¿s mother the patient has been urinating less than usual, no abnormal color or odor. Increased constipation in last 3-4 weeks for which they have been using suppositories, miralax. No significant fevers (100 on (B)(6) 2016), no seizures. They stated they have not heard any pump alarms. The patient was seen in the ed (emergency department) on (B)(6). It was reported that the patient¿s mother was away and upon return believed the patient was going in baclofen withdraw and reported increased muscle rigidity and restlessness not normal per the patient¿s baseline. It was noted he patient¿s pump was last filled in (B)(6) of 2016. The 2 ml low level alarm was going off in the ed, but patient¿s mother endorses inability to hear the alarm. Rehab over the past few days had attempted to get a hold of the family, but due to change in cell phones the patient¿s mother did not receive these calls or messages. The patient¿s mother stated they did not hear any alarms. Per the rn (registered nurse) the patient was awake, alert and oriented. Respirations clear and equal bilaterally with no increased wob present at this time. Skin pale, warm and dry with cap refill <(><<)>2 sec. The patient appeared to be uncomfortable, constant contraction of leg muscles and restless, per the patient¿s mother this is not the patient¿s baseline. The patient¿s mother reported recent history of changes in bowel and bladder pattern, less regular and requiring more intervention. The patient¿s mother contacted the rehab clinic and spoke to the rn (registered nurse) who informed that "refill date of baclofen pump was 11 days ago." The patient¿s mother expressed concern for baclofen withdrawal as she was out of town for the previous week during which the patient was under care of caregiver and family of the patient. The patient¿s mother reported intermittent fevers and diaphoresis at home and administering po baclofen last night and this a.m. Noting some improvement in the patient¿s condition. Per the emergency department physician the diagnosis was reported as baclofen withdrawal due to running out of med in reservoir. The patient had presented for hypertonicity and total body pain, low grade fever and mild tachycardia c/w (consistent with) baclofen withdrawal, as pump ran out of med 11 days prior. The patient also with constipation. On exam very spastic with sustained ankle and knee clonus. Cxr was w/o (without) consolidation to c/f pna, patient is not hypoxic, on baseline o2. Ck only very mildly elevated, no concern for rhabdo. The patient mildly dehydrated as cause of hypochloremic hyponatremia. Baclofen pump was refilled and the patient was well appearing and hds. They will admit to floor for observation to ensure no worsening of vital signs. The history of the present illness: the patient presents with total body pain and increased spasticity after baclofen ran out 11 days prior. Clinically, the patient had temp of 100.0 yesterday, no other fevers. The patient¿s mother has not been told by home rns that hr (heart rate) has been abnormal, bp (blood pressure) not checked at home. The patient was nonverbal but able to endorse pain with smiling. The patient endorses extremity pain, ha, and abdominal pain. The patient¿s ms is at baseline, and there is not increased frequency of his seizures. The patient had constipation almost all week, but has had 3 small bms in past 24 hours. Normally stools every other day with suppository. No nausea, tolerating gt feeds. The patient¿s general appearance was mild distress, seeming to have pain/hypertonic attacks; mild hypertonia/spasticity of ble; significant spasticity of bue no ankle clonus; 7-8 beats wrist clonus on touching hands bilateral. The course and evaluation plan: history and exam concerning for baclofen withdrawal, constipation. Differential diagnosis includes: seizures, infection (pna). Lab results on (B)(6) 2016: hyponatremia, hypochloremia (na 132). Ck very mildly elevated at 175. The x-rays showed cxr nonfocal. Abdominal xr diffuse gaseous distention of bowel. The patient was admitted for observation overnight. Rehab interrogated the pump and confirmed it was empty and refilled the pump. They would restart baclofen at 200mcg/day (of note was at 600mcg/day at baseline prior to this admission) and a single bolus of 40mcg was given. The patient¿s status remained stable during observation in the ed (emergency room). On (B)(6) 2016 it was reported that the patient required significant enteral tone management medications yesterday and overnight requiring transfer to picu due to diminished respiratory drive. The patient had been less agitated but had required both enteral baclofen and valium for tone management/withdrawal symptoms overnight. Valium caused respiratory depression so the patient was transferred to picu for monitoring. The patient¿s temperature was noted to be 97.5 °f. On (B)(6) 2016 the patient¿s tone has been well-managed on his current itb dose; their enteral dose was decreased overnight due to hypotension and decreased arousal. The plan was to increase the itb dose to 485 mcg/day for better tone management. The patient was transferred to the floor but had several desaturations to the 70¿s with associated cyanosis and was returned to the picu. The patient also had a pulmonary consult. Per the pulmonary consult the patient was at their respiratory baseline although has had recent issues with bipap intolerance. On (B)(6) 2016 it was noted the patient¿s tone has been well-managed on his current itb dose; he is not taking any supplemental tone management medications. The patient¿s mother was interested in an itb dose increase for improved tone management. On (B)(6) 2016 it was noted the patient was started on amoxicillin-clavulanate (augmentin) 875-125 mg oral tablet 875 mg over community acquired pneumonia and aspiration given risk for aspiration and radiographic appearance. On (B)(6) 2016 the patient was seen and it was noted that their tone was still elevated but was likely due to pna rather than baclofen underdose. On (B)(6) 2017 the patient was transferred to the picu on (B)(6) 2016 for increased secretions and hypoxia. Given the patient¿s history of chronic aspiration, recent increased secretions and re-initiation of baclofen, it is possible that aspiration pneumonia may have caused his acute worsening last night. A viral process is also possible, however less likely given the negative respiratory viral panel and relative lack of other symptoms. The patient was started on unasyn. On (B)(6) 2016 the pulmonary consult note indicated that the patient was stabilized in the picu; tolerating breaks off bipap, still with many increased thick/tacky secretions. Desats to mid-80's that resolves with suctioning. Afebrile. The patient was also seen for a swallow consult and a repeat upright modified barium swallow study was recommended at that time. On (B)(6) 2016 the patient was seen by endocrinology. Per the consult note the patient¿s picu course has been complicated by pneumonia, elevated inflammatory markers and hyperglycemia requiring IV insulin per picu hyperglycemia protocol. The patient¿s hyperglycemia is likely secondary to insulin resistance in the setting of infection and systemic inflammation. On (B)(6) 2016 the endocrinology note indicated that the patient was improving clinically. The patient¿s bg¿s (blood glucose) remain between 94-250 mg/dl. On (B)(6) 2016 the diabetes progress noted indicated that the patient had since been transferred to the floor where he has been on subcutaneous mdi. On (B)(6) 2016 the patient was seen by speech and it was recommend that minimal to no oral nutrition be provided to the patient until the instrumental swallow evaluation is completed given significant risk factors for aspiration and likelihood of current respiratory illness related to aspiration. The modified barium swallow study was scheduled for (B)(6). The patient was discharged on (B)(6) 2016. The principal/final diagnosis was acute respiratory failure with chronic respiratory insufficiency and the secondary diagnosis was baclofen withdrawal hyperglycemia, hospital acquired pneumonia. The patient was ultimately treated in the picu for presumed pneumonia, requiring positive pressure ventilation around the clock, which was weaned prior to discharge. He completed a course of unasyn with improvement. His tone was well-controlled after resuming baclofen pump with diazepam bridge. He developed a new persistent insulin requirement; endocrinology service was consulted and felt it to be due to inflammation in the setting of acute illness in addition to risk factors for insulin resistance. The patient had been treated with a 7 days course of unasyn-->augmentin for pneumonia, completed (B)(6). The patient was discharged home in good condition. On (B)(6) 2016 the patient presented to the ed (emergency department) with increased work of breathing and new onset vomiting. Physical exam at the time is consistent with difficulty breathing with acute respiratory distress and hypoxia, question aspiration vs continuation of his community acquired pneumonia. The patient also has non bloody but bilious emesis with g-tube feed intolerance, question a possible obstruction/ a viral ileus. Per the patient¿s mother the patient was recently hospitalized in the picu and was released roughly 2 days ago and appearing well requiring a bipap on 3.5l at settings of 26/10 over night and on 3l via simple mask at his baseline during the day. Over the last 24 hours, however the patient¿s mother stated he developed a fever of 99.7 f, which is high for him, had increasing oxygen requirements requiring 5l during the day via simple mask and new onset vomiting. The patient vomited 2 times and was undigested tube feeds and mucous. The patient¿s mother did not see any bile or blood. There has been no diarrhea. The patient was reported to have had 1 semi-loose, large, brown stool yesterday without mucous or blood present. The patient¿s mother stated the patient usually has feeds via g-tube tid but had only been able to tolerate twice a day since he was discharged from the picu. The patient¿s blood glucose were ranging from 100-189 over the last 2 days. The patient¿s urinary output had decreased and appeared more concentrated and dark. The patient has been flat affected and lethargic which is not his norm. The patient¿s mother also reported that the patient was more sleepy yesterday. A review of systems indicated positive for fever, malaise/fatigue, nausea, vomiting, congestion, cough, sputum production, shortness of breath with increased respiratory effort requiring 5l supplemental oxygen. The patient was alert but ill appearing in mild respiratory distress. During the patient¿s stay in the ed (emergency room) he remained stable but ill appearing. The patient continued to show signs of respiratory distress with hypoxia and hypercapnia. The patient was placed on positive pressure/ bipap ata setting of 20/8 at 5l. The patient also vomited x 3 large amounts of g-tube formula, mucous and yellow/ greenish bile. The healthcare provider vented his g-tube and placed him on intermittent wall suction which put out almost 2l of yellow/ greenish liquid. The patient was given IV zofran with good effects. Labs were done and were pointing towards beginning stages of sepsis/ respiratory acidosis. The patient was transferred and would be admitted to the picu further observation and treatment. The patient was admitted to the picu with diagnosis of difficulty breathing with acute respiratory distress and hypoxia, question aspiration vs continuation of his community acquired pneumonia. Vomiting with g-tube intolerance, question a possible obstruction/ a viral ileus. Insulin resistance, moderate dehydration, low grade fever. The abdominal x-ray was suggestive of small bowel obstruction vs ileus secondary to sepsis and the chest x-ray revealed a new complete opacification of the right hemithorax concerning for aspiration vs. Cap pneumonia vs. Pleural effusion of unclear etiology. The patient was re-admitted to the picu with acute on chronic respiratory insufficiency with hypoxia and hypercarbia, septic shock, emesis and concern for small bowel obstruction, fevers, and aki. Per the physician they placed the patient on avaps and would monitor his respiratory status closely. The patient was given vancomycin and zosyn. An ultrasound of the chest was done and the findings were no pleural effusions were visualized in the bilateral thorax. An abdominal x-ray was done and the findings indicated that is resolution of previously visualized loops of dilated small bowel. There is moderate air distention of the colon with air present down to the rectum. There is no pneumatosis. No pneumoperitoneum is identified on cross table lateral view. Linear atelectasis is present at both lung bases. The patient was seen for a surgical consult. Per the physician on exam patient is tachycardic, on bipap, labs significant for normal lactate and respiratory acidosis. Cxr (chest x-ray) shows complete opacification of the right hemithorax, much worse than 2 days prior. Axr (abdominal x-ray) show multiple distended loops of small bowel similar to recent abdominal imaging during prior admission. Parents note patient has a very round, protuberant abdomen at baseline and he does not seem more distended but is not as soft as he is at baseline. Per the consult note the findings on plain suggestive of possible sbo but patient continues to pass flatus, axr (abdominal x-ray) similar in appearance to previous axr (abdominal x-ray), wbc elevated and lactate normal but this is in the setting of known pneumonia. The picture more consistent with ileus resulting from infection rather than sbo. It was recommended ngt decompression repeat the axr (abdominal x-ray) and continue to follow. The patient was npo. The patient¿s medications were transition from po to IV. The patient remained npo and was receiving every 4hour glucose checks. Per the endocrinology note on (B)(6) 2016 the patient had some hypoglycemia overnight into the 50¿sx2. The patient had been receiving d5 containing fluids. On (B)(6) 2016 it was noted that the patient was noted to be complaining of pain. The pain was initially thought to be belly related but swelling, an IV infiltrate of the right hand was noted. The IV was removed and the surgical service was consulted. The recommendation was no intervention at this time, continued observation. Per the endocrinology note on (B)(6) 2016 the patient was seen for glycemic control. The patient¿s last dose of lantus was on (B)(6) 2016 in the am. The patient had not been getting insulin since that time and have been euglycemic. The patient¿s acute hyperglycemia seems to be resolved and related to an acute stress reaction. The patient was seen on (B)(6) 2016 by the rehabilitation physician as the patient¿s parents had questions regarding potential pump migration and the patient¿s overall health and neurologic function. It was noted that the x-ray from (B)(6) 2017 revealed stable pump location and the physician discussed low likelihood of pump migration. For tone management no itb pump modifications were needed at this time. In regards to night time desats it was noted this was not likely pump related. Per the discharge note on (B)(6) 2016 the patient was readmitted to the picu with acute on chronic respiratory insufficiency with hypoxia and hypercarbia, septic shock, emesis and concern for small bowel obstruction. Upon admission to the picu the patient was started on antibiotics and made npo. Surgery felt the patient to have non-surgical ileus, which subsequently resolved without surgical intervention. The patient¿s tube feeds were later resumed without complication. The patient was initially transitioned from home bipap to avaps in the picu for respiratory distress, and later transitioned back to home settings. He was transferred to the pulmonary team once he was tolerating feeds and on stable bipap settings. Once transitioned back to the pulmonary team, the patient was found to have new fever in the setting of increased fio2 requirement, and had cxr concerning for pneumonia. The patient was started on unasyn and transitioned to augmentin prior to discharge home. His respiratory status improved and was afebrile on baseline oxygen requirement at the time of discharge home. The patient discharge home and condition at discharge was good. On (B)(6) 2016 the patient¿s mother report low-grade temps to 99-100 for 1 week, with one day of true fever to 102.7 two days ago. The patient was scheduled an appointment with special care clinic. En route to clinic caregiver reports that he believes patient had seizure. Upon arrival the patient had o2 saturation in lower 80's and placed on simple mask and sent to ed (emergency department) for evaluation. Upon arrival the patient is 98% and has been titrated to 3l on simple mask. Per the patient¿s mother the patient is at baseline on 1-3l at home. The patient when at the clinic the patient was diagnosed with a right ear infection. No motrin or tylenol had been given and the patient is afebrile on arrival. The patient¿s mother also reported times 1 week glucose levels have been elevated. The patient¿s mother has been in touch with endocrine who has not made any adjustments to medications and have told the patient¿s mother it is to be expected if the patient has a viral illness. The patient was in no acute respiratory distress upon arrival - with decreased aeration bilateral lower lobes and mild coarseness. The patient was placed on continuous pulse o2 and cardiac monitoring. He is typically on pm bipap with o2 mask during the day. Daytime o2 usually ranges between 1l-3l, based on patient¿s level of sleepiness, but the patient has been requiring more like 3-4l consistently over the past several days, which is a change for him. He has been coughing more than usual. No significant increase in nasal congestion. The patient¿s mother has noted slight erythema of right eye with clear-yellow drainage. Seizure frequency has remained about stable (1-2 times per week, at the most). He is tolerating feeds well without emesis or diarrhea. A chest x-ray was done and the impression was atelectasis versus infiltrate right base. The patient was started on amoxicillin 1,000 mg tid x7 days and the patient was to return for worsening increased sob, escalating o2 requirements, persistent fever despite 3 days of antibiotics and looking/acting ill. On (B)(6) 2016 the patient presented to the ed (emergency department) with fever and cough times three days. The patient¿s mother reports dry cough, congestion, red eyes times three days, however cough has become productive in the last day. Baseline oxygen requirement 1 l, however in last 24 hours has increased to 3 l. The home health nurse also reports food contents upon venting g-tube earlier today. Per the patient¿s mother the patient¿s belly more firm than normal. Patient was recently admitted from (B)(6) due to acute on chronic respiratory insufficiency and septic shock, ultimately getting a significant pneumonia requiring escalation of nippv. Per the patient¿s family the patient has not returned to baseline, with prolonged fatigue and persistent cough. About 1 month ago, the patient was with worsened symptoms, seen by pcp (primary care provider) and was told he had an ear infection and given antibiotics. The patient improved clinically and was able to go to school for the last week before the new symptoms started. Review of systems indicated positive for fever, congestion, cough and shortness of breath, and abdominal distention. The patient¿s exam was notable for tachycardia, hypoxic, ill appearing, course breath sounds bilaterally, rales to right lower lobe, soft abdomen. The plan was sepsis work up, imaging, antibiotics, fluids and ID (infectious disease) consult. The chest x-ray was consistent with right lower lobe pneumonia worse when compared to prior. Vbg consistent with respiratory acidosis and concurrent metabolic alkalosis with hypercarbia. The patient was placed on bilevel noninvasive positive pressure ventilation. Lactate elevated at four, which cleared to 1.4 status post ns bolus. Repeat vbg on noninvasive ventilation shows improvement of ph, hypercarbia. Xzr shows no sbo (small bowel obstruction) and with soft abdomen; intra-abdomen source less likely. The abdominal x-ray showed that compared to prior radiograph there is increased distal colonic distention, greatest in the sigmoid colon, with moderate amount of stool present from the splenic flexure down to the rectum. There are no air-filled dilated loops of small bowel. Colonic air-fluid levels are present on the upright view. There is no pneumatosis, pneumoperitoneum or portal venous air. The impression was increased distal colonic distention with air-fluid level and moderate stool, nonobstructive bowel gas pattern. Bc (blood cultures) pending. The ID (infectious disease) agreed that unasyn was appropriate coverage given neg sputum cultures. Pro calcitonin and sputum cultures obtained. The patient transferred and admitted to the picu with acute on chronic respiratory failure due to parainfluenza pneumonitis with superimposed rll pneumonia vs aspiration pneumonia. Evidence of chronic co2 retention on vbg and with elevated hco3. Currently with stable hemodynamics, but requiring significant nippv support and aggressive airway clearance. The patient was to remain in picu until their respiratory status improves. On (B)(6) 2016 a PICC line was placed and the patient was intubated. Per the patient¿s mother when seen by pcp on (B)(6) 2016 the patient sleeps 16-24 hours and not returned to normal and the patient was often awake at night and that avaps may be needed. Per the pulmonary consult note on (B)(6) 2016 the patient was admitted yesterday to the picu for 2 days of increased work of breathing and tachypnea, nasal congestion, cough and production of brown secretions. He was also hypoxemic requiring 5 l o2. Following an o2 tank dysfunction the patient¿s saturation on arrival to the ed was 69%. Since this admission the patient¿s mother states he struggled with significant fatigue (only awake 6 hours in 24) for 2 months. The patient was last seen by ed (emergency department) 2 weeks ago for fever and was treated for with empiric antibiotics, after which he improved rapidly. Per the patient¿s mother he was as well as has been since (B)(6) for 1 week preceding this illness. He has been stable on 1l during the day. He has intermittent cough. He has not eaten much solids at all since (B)(6), maybe 5 x just for pleasure. Is 100% g-tube fed. Had emesis associated with last pneumonia and ileus, none since then. The patient¿s mother has been struggling with the patient¿s bipap with multiple issues with compliance and equipment. The patient wears his bipap with sleep but only tolerates it if he is deeply asleep or ill, otherwise he is not able to sleep once it is on. The patient¿s mother wakes several times per night to help replace his mask and is very concerned that the bipap is not a good setting for him. The patient was scheduled for a sleep study for (B)(6) 2016 that was canceled due to illness. The patient was referred to physical therapy due to prolonged intubation and need for ¿reconditioning¿. The patient was seen on (B)(6) 2016 per the physical therapy note no pain apparent today. On (B)(6) 2016 per the pulmonary daily progress note the patient initially required continuous non-invasive ventilation; however was intubated on (B)(6) 2016 due to worsening respiratory failure. His course has been complicated by ards. The patient remained intubated since then but is now stabilized on current ventilator settings. Ps trials to be performed again today. On (B)(6)2016 the patient was seen by endocrinology for a consult. The patient has had a prolonged admission for respiratory failure where he developed ards but was extubated. The family was discussing end of life care but the patient was extubated and was doing well. He has a diagnosis of diabetes with multiple random blood sugars of over 200 mg/dl and a hemoglobin a1c of 6.9%. The type of diabetes is unclear. He was previously on insulin ((B)(6) 2015) but was able to wean off insulin completely and did not have any a1c's in the diabetes range (6.5% or above). The patient was currently on continuous feeds but would transition back to bolus feeds during the day and continuous overnight feeds. They planned to watch his blood sugars as his feeding regimen changes. Physical exam noted that the patient¿s skin was warm, well perfused except for feet which had a purple hue. On (B)(6) 2016 per the diabetes inpatient progress note the patient is doing well. The patient remains on bipap but is taking breaks. The patient was on continuous g-tube feeds. On (B)(6) 2016 the diabetes inpatient progress note indicated the patient is doing well. The patient remains on bipap but is taking breaks. He is on continuous g-tube feeds. His blood sugars have ranged from 125-179 but are trending down in the last 24 hours. The patient¿s levemir was increased to (B)(4) units. On (B)(6) 2016 the diabetes inpatient progress note indicated that the patient¿s mother would like to minimize pokes/injections and for so they have transitioned the patient to levemir here. No further patient complications have been reported as a result of this event. Medical history:periventricular leukomalacia, spastic quadriparesis, and intractable epilepsy, restrictive lung disease, chronic aspiration, and g-tube dependency other and unspecified disorders of soft tissue compartment syndrome left calf, other specified infantile cerebral palsy grade iii pvl, congenital dislocation of hip, bilateral, seizure disorder mono, dependence on supplemental oxygen, sinusitis, gastrostomy status, bipap (biphasic positive airway pressure) dependence no longer being used (B)(6) 2012, periodic breathing calculus of kidney left, hypoxemia, prematurity, sirs (systemic inflammatory response syndrome), urinary tract infection, hyperglycemia 2/2 insulin resistance, sepsis, aki chronic lung disease, hypoxic respiratory concomitant medications: valium, baclofen, periactin, ns, glycopyrrolate (robinul) polyethylene glycol 3350 powder, clobazam (onfi) ,aloe-sodium chloride (saline) nasal swab,saline 0.9 % nasal aerosol soln, folic acid, valproate sodium (valproic acid) nutritional supplements (compleat) liquid, fluticasone hfa (flovent), amitriptyline (elavil) calmoseptine ointment, alum & mag hydroxide-simeth (aquaphor-aluminum hydroxidemagnesium hydroxide) ointment, neomycin-bacitracin-polymyxin ointment, oral electrolytes (pedialyte) solution, tolnaftate (tinactin) 1 % aero powd., albuterol (ventolin/proventil) (2.5mg/3ml) 0.083% nebu solnsimethicone (mylicon) 40 mg/0.6ml suspension,midazolam (versed) (conc: 5 mg/ml) injectable, ibuprofen (motrin) 200 mg tab, bisac-evac 10 mg rectal suppository, ranitidine (zantac) 150 mg tab, triamcinolone acetonide (aristocort), baclofen 2000 mcg/ml it kit, multiple vitamins-minerals (zinc po), metformin 500 mg, insulin lispro (humalog), insulin detemir 100 unit/ml, desitin clear ointment, vancomycin, amoxicillin, ampicillin-sulbactam 2 ,000 mg, silver hydrogel gel, melatonin oral tablet 3 mg, methylprednisolone sodium succinate epinephrine fentanyl, rocuronium, chlorothiazide potassium chloride, compleat pediatric, beneprotein, lubricant ophthalmic ointment, furosemide, budesonide, sennosides, enoxaparin.

Event description:
Additional information was received via medical records on 25-may-2017. Progress notes from (B)(6) 2016 indicated the patient was extubated to bipap and transferred to the floor on (B)(6). On (B)(6) overnight had increasing secretions, increasing suction needs, and destas to 60% resulting in transfer to picu. Improved with transition to avaps and increased suctioning currently requiring nearly continuous avaps, tolerating minimal breaks to nc. No infection concerns at this time, suspect progression of chronic disease. Currently discussing long term/end of life goals with family. The patient¿s active problems were avaps dependence, acute respiratory failure with hypoxia and hypercarbia, palliative care encounter, restrictive lung disease, and diabetes mellitus due to underlying condition with hyperglycemia without long-term current use of insulin. Overnight events noted to be only one simple mask oxygen break yesterday (1 hour). Nursing reports that he is more energetic today, a febrile, and tmax 38.0. Will attempt to continue breaks from nippv only if he is energetic enough to attempt it and no more than 2 x 2hrs each to avoid tiring him. No IV and no antibiotics. On full feeds. Parents are looking to him to signal that he is deteriorating further before making decisions about decreasing the amount of his support. If they can, they think they would like to take him home on avaps once he can reliably tolerate some time off. He will have to spend at least one night on the floor prior to home discharge because avaps is a new support for him. Progress notes from (B)(6) 2016 indicated that during rounds this morning the patient was noted to have multiple desaturations to 60s requiring nearly q15 min suctioning. The team was called emergently to the bedside several times this morning for acute desaturations. With aggressive suctioning and bmv we were able to recover him each time, but only to full-face mask avaps with fio2 100%. We called the parents with the first event and had the first of several conversations when they arrived. They had been looking for him to signal that he was deteriorating further and his parents agreed that this morning he was indeed sending that message. They made the decision to have some time with him today and then remove the avaps support this afternoon with the idea of allowing a natural death. During the conversation, they declined a discussion with donor alliance, they declined autopsy, and they declined sw, and chaplain support at this time. Respiratory support removed at 1600 after enteral doses of morphine and lorazepam for comfort. They disconnected monitoring and his family was with him through the night as he passed. On (B)(6) 2016 at 10:18 am the patient passed away. The immediate cause of death was cardio-pulmonary arrest. The preliminary cause of death was respiratory failure due to or as the consequence of pneumonia and progressive chronic lung disease and neuromuscular weakness. The family did not want an autopsy.

Manufacturer narrative:
Upon further internal medical review of the additional medical records received on 25-may-2017, it was determined that the event of respiratory distress and its reported severity of death is not related to the device or therapy because the patient's final hospital admission was due to influenza and respiratory distress per documentation from the healthcare professional. The final hospital admission was in november with no documentation of issues related to the device or therapy during this time. The last documented issue with the device was four months prior in july with withdrawal symptoms after missing a refill appointment. The patient was discharged home in august. The patient had subsequent hospital admissions unrelated to the device or therapy. The ¿death box¿ should no longer be checked for this event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-mar-2017 from the patient¿s mother. Per the patient¿s mother, the patient had a difficult experience this past summer as due to family issues they missed his refill date. When they realized what happened, the patient was going through withdrawal. They called the hcp (healthcare professional) and were told the alarm date was 10 days prior. No one in their family heard the alarm. The patient ended up in the hospital for 2 weeks; got an illness in the hospital; went home for 48 hours; and returned to the hospital for an intestinal blockage which the patient had never had before. The patient came home after that and got a virus. The patient went back to the hospital and never came home. The patient passed away on (B)(6) 2016. Per the patient¿s mother, the missed refill was the ¿first domino¿ which led to the intestinal blockage which the patient had never had before. That then led to the patient no being able to deal with things, he otherwise could have dealt with. The patient¿s mother did not have an issue with the device as it had helped the patient. She had an issue with what the volume of the alarm was. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.